Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient requested an appointment with the physician due to the pump beeping. The pump was interrogated that found that an empty reservoir alarm was active and the dose had been set to minimum rate. Since that was not the dose usually programmed by the physician, the reporter had asked the patient if any doing changes had been made in the recent past. The patient stated that she had been at another hospital in the recent past a thought that a refill had been performed; although she was unsure of who refilled the pump and if any dose change had been made. The patient had been admitted to that hospital due to psychological issues and possible attempted overdose. The physician decided to perform a refill and keep the dose at minimum rate. Per the reporter, the patient appeared to have no symptoms of overdose or withdrawal at the time of the appointment; however, the reporter did not know the patient's condition at the time she was hospitalized. The device system was used to deliver bupivacaine and morphine. A follow-up report will be submitted if new information becomes available.